Event description:
The reporter states that he obtained the blood glucose comparison of 200 mg/dl and 98 mg/dl on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. No actions taken. No adverse event reported. New system sent to customer and return requested.